Event description:
It was reported that a user of the ilet device experienced hypoglycemia, with a self-reported blood glucose low of 48 mg/dl while device data reflected a low of 66 mg/dl, followed by stabilization to 94 mg/dl after treatment; the user temporarily paused insulin delivery and received education on appropriate hypoglycemia treatment. Symptoms included hypoglycemia without loss of consciousness or injury. Outcomes included self-treatment with oral carbohydrates and no need for medical or third-party assistance. Investigation included customer support troubleshooting and education, with referral to clinical support for additional guidance. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.